Event description:
It was reported that the patient was experiencing a "sensation" in their abdomen. A lead dislodgement was discovered. The physician programmed the lead off and the lead was later capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.